Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record (DHR) found one scrapped parts. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product was discarded by hospital. Once the evaluation is completed, a supplemental medwatch will be submitted. Discarded by hospital.

Event description:
It was reported that the device was discovered fractured post surgery. Attempt for further information has been made, but no further information has been provided.